Manufacturer narrative:
Additional information was received indicating that the fault was observed during normal annual inspection and was not in use with a patient. No further information has been provided.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. During testing the returned device was found to have an internal leak. Visual inspection showed the gas supply indicator was broken and front panel was broken and disconnected. The led circuit board also required replacement.

Event description:
Information was received as a repair order indicating that the patient port was broken, and knob were missing to a smiths medical pneupac® parapac® ventilator. It was also reported that the needle was observed to be in the wrong position. There were no reported adverse effects.